Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the contacts button was unresponsive on the handheld device. As a result, a hard reset could not be completed. The cause for the anomaly is associated with damaged leads on the contacts button ribbon cable connector on the pcb. Once the leads were soldered on to the pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device had a frozen screen and was unresponsive. A hard reset was performed and the handheld battery was reseated; however, the handheld screen froze on startup. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.